Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient's blurred vision worsened after cataract surgery than before surgery. The lens was explanted in secondary procedure due to different power needed. The clinical reason for the explant was intraocular lens rotated 40 degrees. Additional information was requested.